Event description:
A customer contacted beckman coulter inc., (bec) and stated that the unicel dxc 600 pro synchron clinical system generated erratic cartridge chemistries (cc) results for multiple patient samples. The results were reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Samples were serum; no specific sample issues were noted. The customer indicated they had qc issues and began troubleshooting the system by flushing the cc sample probe. The qc faxed by the customer showed some erratic results for cc. Calibration reports faxed by the customer appear acceptable. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse reported that some fluid was found below the cc sample probe which may have been from customer flushing sample probe. The fse removed reagent probes and checked for obstructions and bends. The fse replaced cc sample probe and verified performance at wash station probes. The fse replaced a/b valve as a precaution. After repair, qc and calibration was performed with passing results. As of (B)(4) 2011, the issue had not reoccurred and on (B)(4) 2011 customer indicated that the system is operating appropriately now. Root cause of this event is not known, but hardware repairs resolved the issue. An MDR: 2050012-2011-05977 is associated with this event.